Manufacturer narrative:
Evaluation summary: (B)(4). Clinical evaluation summary and conclusion a hypothetical implant scenario was created and modelled on the variseed treatment planning system to simulate the impact of potential errors related to seed activity. Five cases were produced on a treatment planning system with five different treatment plans. The plans were modified to imitate the error reported in (B)(4) and the impact on dose distribution was then analysed. Gec-estro1 recommendations were used to evaluate the quality of planning and the potential for clinical impact. The limitation of this dosimetric modelling is that the five cases are samples and cannot exactly reproduce the size, shape and the dosimetric treatment plan for the specific patient which is unk. Clinical risk: the customer could have mistakenly used the incorrect seed activity as indicated on the label. Dosimetry modelling: the discrepancy between actual seed activity and the label is approx 8%. To assume worst case scenario, 5 clinically acceptable treatment plans were modified, so the seed activity is increased by +8% and then decreased by -8% to investigate the impact of dose distribution. Result: increasing the seed strength by 8% could lead to over dosage of the urethra by 11.3%. This is likely to increase the risk of radiation toxicity to the urethra and clinical complications including urinary incontinence. Prostate gland is also more likely to be overdosed by 18.6% and 14.4gy which potentially could be associated with side effects. On the other hand, reduction of seed strength by 8% would significantly under dose the prostate by 15% and 14gy. This may lead to reduction to target volume coverage which can be associated with treatment failure and increased risk of relapse.4. Conclusion: the effect of 8% change in seed activity could lead to significant changes to the does distribution within the treatment plan. This may be associated with sub optimal clinical outcomes. Manufacturer evaluation: with the follow-up information received, this report is now considered serious, based on hypothetical implant scenario. Although in this instance, the implant was not affected, due to the nature of the error this malfunction was assessed as having the potential to cause death or serious injury should it recur. Additional lot #130237a.

Event description:
On 19-jun-2013, ge healthcare received info concerning the incorrect labeling of 10 seeds received by the customer. On (B)(6) 2013, the customer received 70 seeds (60 seeds for loading and 10 loose seeds for calibration). An assay of the seeds indicated that 10 seeds were of a different activity than ordered. Then replacement seeds with the correct activity were requested and received by the customer. The replacement seeds were incorrectly placed in the original container with the original label. The customer had procedures in place which ensured that the labeling attached to the container matched the packing list and the order identification number on the sealed source certificate. While the sop was followed, the investigation showed that the sop did not provide specific guidance on how to check partial replacement seed orders. As a result, the mistake was not found prior to shipping the order to the customer. The seeds were of the correct activity, however, the labelling was incorrect. The error was corrected promptly and there was no impact to the patient or deviation from the planned procedure. Follow-up info received on 27-jul-2014: with the follow-up info received, this report is now considered serious, based on a hypothetical implant scenario. Although in this instance, the implant was not affected, due to the nature of the error (see evaluation summary) this malfunction was assessed as having potential to cause death or serious injury should it recur. The clinical risk was assessed as follows: the customer could have mistakenly used to incorrect seed activity as indicated on the label. Conclusion: the effect of 8% change in seed activity could lead to significant changes to the does distribution within the treatment plan. This may be associated with sub optimal clinical outcomes.